Manufacturer narrative:
UDI: (B)(4).

Event description:
There were several episodes of non-sustained oversensing on the right ventricular (rv) lead which resulted in inhibited therapy. The lead was explanted and the old rv lead was reactivated and the patient was stable. Insulation damage was confirmed during the explant procedure.

Manufacturer narrative:
A partial lead (connector end) was returned in one piece. Visual inspection of the lead found external insulation abrasions which is consistent with abrasion caused by friction to the device can breaching all the lumens in two locations at the proximal region of the lead. The ethylene-tetra-fluoro-ethylene (etfe) cable coating of both superior vena cava (svc) cables was abraded in one location but the polytetrafluoroethylene (ptfe) liner of the inner coil was intact. Further analysis found another abrasion consistent with abrasion caused by friction to the device can which breached the optim sheath only at the proximal region of the lead. All other damages were consistent with that occurring at the time of explant. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray showed that the inner coil inside the connector region was over torqued which is consistent with explant procedure.